Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Report will be updated when investigation is complete. This is the same event as 3010536692-2015-01479, -01480.

Event description:
Allegedly, patient revised due to hip pain and metallosis. (Right).